Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was evaluated in the emergency room due to inappropriate therapy delivered by this device. Upon review, out of range shock impedance measurements were also noted. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was evaluated in the emergency room due to inappropriate therapy delivered by this device. Upon review, out of range shock impedance measurements were also noted. Additional information was received that this device delivered inappropriate therapy on a different episode. Reprogramming options were discussed. No additional adverse patient effects were reported. At this time, this device system remains in service.